Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation was not helping with her pain and also felt an increase of stimulation. The patient has tried different programs with no results. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed and it revealed that the monitored stimulation on an oscilloscope found that the outputs were consistent and correct on all electrodes. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies.

Event description:
It was reported that the patients stimulation was not helping with her pain and also felt an increase of stimulation. The patient has tried different programs with no results. The patient underwent an ipg explant procedure.